Event description:
Physician was attempting to deliver one endeavor resolute drug-eluting stent to a calcified lesion in the lcx with 75-85% stenosis and vessel tortuosity but the stent could not pass, device was removed and it was noted that the stent was deformed. A new device was used. The patient is good. No clinical sequelae were reported. Evaluation summary: the stent was positioned between the marker bands as per specifications. The first four proximal stent segments were raised and deformed. The distal tip was damaged. Blood and hardened contrast was present inside the inflation lumen and balloon. The device was placed in a 37 degree celsius waterbath for 24 hours to disperse the hardened blood and contrast in order to facilitate balloon inflation. The device failed negative prep. Pressure was applied to the device. Liquid was seen exiting the distal shaft. A longitudinal outer distal shaft tear was located 18mm distal to the exchange joint. A 6mm skive of outer distal shaft material was missing from the device at the tear. The distal shaft tear edges were clean and smooth. The distal shaft was cut distally to the distal shaft tear to enable inflation of the balloon. Pressure was applied to the balloon. Liquid was seen exiting the balloon. A small radial tear was located on top of a balloon fold on the proximal balloon pillow. Additional scratches also present on the proximal pillow. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation and balloon rupture). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 75-85% stenosis, calcification and tortuosity. Related to operational context ¿balloon and stent damage occurred during procedure. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿75-85% stenosis, calcification and tortuosity. Inherent risk of procedure ¿ (stent deformation and balloon rupture). Related to operational context ¿ balloon and stent damage occurred during procedure. (B)(4).